Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there was no patient contact with the product. Section d6b - explant date: not applicable, as there was no patient contact with the product. Section e1 - telephone number: (B)(6). Section h3 : the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) box appeared sealed, but when opening the sterile lens plastic bag was found unsealed, compromising its sterility. Follow-up confirmed there was no patient contact with the product. The issue was observed when the nurse initially opened the box. No further information was provided.

Manufacturer narrative:
Corrected information: section e1 - title: dr. Section e1 - first/given name: (B)(6). Section e2 health professional? Yes. Section e3 occupation: physician. Additional information: device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one additional complaint was received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.